Manufacturer narrative:
The complainant reported that the distal tip of a straight sounding probe broke when the surgeon was sounding. The broken portion was recovered, and the surgeon was able to successfully complete the procedure with the curved sounding probe. There were no reported patient complications. A visual assessment of the straight sounding probe showed an instrument with repeated use. The shaft of the instrument was bent in several areas and approximately 1.25" of the distal portion of the shaft was broken. A functionality assessment could not be performed due to the broken instrument shaft. A DHR review was performed and there were no manufacturing anomalies identified. The device met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 06/18/2011. Straight sounding probes are used in a previously created hole to confirm continuity of the pedicle cortical wall for screw implant placement. The thin shaft of the probe can become misshaped and by the process of repeatedly applying excessive pressure while verifying the condition of the pedicle canal and associated bone. If the shaft of the instrument was repeatedly bent in the same area, it could contribute to the shaft of the instrument breaking.

Event description:
The complainant reported that the distal tip of a straight sounding probe broke when the surgeon was sounding. The broken portion was recovered, and the surgeon was able to successfully complete the procedure with the curved sounding probe. There were no reported patient complications.